Event description:
It was reported the customer experienced high blood glucose levels (>500 mg/dl). Troubleshooting was performed and customer noticed the luer lock was not correctly fastened. Customer correctly fastened luer lock and was able to successfully resume insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Tslim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6).